Event description:
Medics responded to a cardiac arrest, pt unconscious with no pulse when crew arrived. Disposable defibrillation electrodes were attached to the pt, the pt was determined to be in coarse v-fib. When the device operator pressed the charge key, the device indicated connect cable and would not charge. The electrodes and cable were checked, the device operator then attempted to attach a replacement therapy cable. The device continued to indicate connect cable.a back up AED was obtained, and the same electrodes were used. The device indicated no shock advised. A second als crew arrived on scene, the pt was transferred to that device, the pt's waveform was asystolic. Pacing was started, the pt had a pulse and very low blood pressure when delivered to the hospital, the pt later died.